Event description:
The hosp rep reported an infusion pump with an 813:01 failure code which was observed during biomed testing. The hosp rep stated to baxter customer service that they have no record of any pt incident involving the pump since the last baxter service event.